Manufacturer narrative:
(B)(4). Information is unavailable; account will not release the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastric bypass procedure, the device was loaded with a white load and closed in order to pass it through the trocar. Once through the trocar the device would not open and was locked shut. Another device was used to complete the procedure. There were no adverse consequences for the patient. The hospital will not release the device. On what tissue type was the device used? At what location on the tissue? No tissue was fired upon. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? First. If echelon, during which stroke did the event occur? First. What color cartridge was being used? White. What other color cartridges were used before and after this event? None. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Na.